Event description:
It was reported by the customer "stylet stopper seemed to be broken and leak when flushing after placement" no other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq4535 showed no other similar product complaint(s) from this lot number.